Event description:
The customer reported, a trouble with vertical column lift not working properly. No patient involvement or injuries.

Manufacturer narrative:
The customer reported a vertical column lift is inoperative. Issue will be completed.